Manufacturer narrative:
Manufacturing location. Unknown. (B)(4) is used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd sentry¿ safety lancet had "incorrect packaging."